Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. 67 complaints were received during this report period. Of these, 4 were not returned for evaluation, 32 have investigations which are currently pending, 4 were determined to be misapplication, 27 showed no evidence of any device-related fault. All 67 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 67 </noe> malfunction events which are associated with the unintentional separation of the device and/or its components from something to which it is connected or attached or a component is dislodged or dislocated. These reports were received from various sources. Patient information was confirmed for 9 events. Age range (B)(6). Weight range (B)(6) lbs.